Manufacturer narrative:
Bec cts (customer technical support) worked with the customer and found the sample syringe would not tighten (the syringe barrel turned 360° without tightening). The customer replaced the sample rod and removed syringe assy and inspected threads on 3 way valve and barrel - no problems were noted. The customer installed syringe and it tightened properly, cc sample probe was primed 5 times with no leaks. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating the cartridge chemistry (cc) sample probe in the unicel dxc 800 synchron clinical system was leaking on the reaction wheel cover. No injury was reported and no erroneous results were generated.